Event description:
Zimmer total knee revision was done (B)(6) 2010. A piece of the component looks to be defective and was replaced (B)(6) 2011. They were removed by implanting surgeon as they were bent/or deformed and thought they were defective.